Event description:
It was reported that cartridge alarm 20 occurred and was associated with a past issue that interrupted insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge and infusion set, was able to successfully resume insulin therapy, and issue was resolved with no additional information provided regarding further outcomes. Cts to replace pump. Customer will continue to use current pump.